Event description:
As reported by the user facility: details of complaint (reported issue): tubing on side clamp goes to pump was slit blood leaking. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) unused sample was submitted to the manufacturer for evaluation. Through visual examination, no defects or damages were observed. The sample was then leak tested with close attention paid to all slide clamp areas; no leakages were observed during testing. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. Based on the investigation, the returned sample was within specification and no leakage was observed. The reported defect is not confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.